Event description:
The event involved a plum 360 where it was reported the patient had a continuous infusion of opioid with morphine 3 mg/h with a concentration of 1mg /ml. The patient was seen at 8 a.m. And the initial reporter found a mix of 45 cc of normal saline solution plus 50 mg of morphine close to finishing, with a verified drip rate of 3 cc/h. The infusion was prepared at 8:30 a.m. With a new mix of 72 cc normal saline solution plus 80 mg of morphine to a total volume of 80 cc (labeled), intended to last 24h. At 12:30 p.m. The assigned assistant informed that the mix infusion ended. It was reported from the assistant to the doctor that there were no modifications to the infusion made. The pump settings were a drip of normal saline solution 0.9% at 30 cc/h, with a simultaneous drip of morphine infusion 3mg/h, drip at 33cc/h. The reporter stated that it did not appear that there was any difficulty in programming or initiating the infusion, and it is not possible that there was a programming error. The infusion lasted 2 hours. It was requested for a physician to visit immediately, and the patient was sent to the clinic with hypotension and desaturation. The status of the patient was observed during palliative care and resulted in the patient needing a referral to level 4 care for 18 hours. Medical interventions required were that the patient needed infusion of naloxone chlorhydrate 0.4mg/ml ampoule injectable solution x 1ml 0.4mg intravenous single dose conciliated; alizapride 50mg/2ml (25mg/ml) injectable solution 50mg intravenous each 8h; ondansetron 4mg ampoule injectable solution x 2ml 4ml intravenous each 8h; ringer lactate (hartman solution) standard injectable bag x 1000ml 60ml continuous intravenous infusion during 24h, previous bolus 250ml. The patient also required monitoring. It was reported that the patient¿s status changed temporarily but did not leave sequels. After the patient was discharged from the 4th level care the patient continued to have monitoring and management without consequences of the event.

Manufacturer narrative:
Device returned for investigation. Device date and time: march 21, 2024 8:30 local date and time: march 21, 2024 8:30 the device was found with the correct date and time. Interpretation of event history: the event history was downloaded from the device, and it was found that on march 17, 2024 at 2:41 p.m., a programming with the following values: duration: 16 hours 40 minutes (60,000 seconds, time in events) infusion rate: 3 ml/hr channel: a volume to be infused : 50 ml (see event no. 282175). This infusion was completed on march 18, 2024 at 07:50, infusing a total of 50 ml in 17 hours 9 minutes. The duration was increased by 29 minutes due to the alarms generated. (See event no. 282436). At 7:54 the device was programmed by the user with the following values: duration: 1 hour 40 minutes (6,000 seconds, event times) infusion rate: 3 ml/hr channel: a volume to be infused: 5 ml (see event no. 282455). This infusion was completed at 9:32, infusing a total of 5 ml in 1 hour 38 minutes. (See event no. 282481). At 9:34 the user performs the following infusion: duration: 5 hours (18,000 seconds times in events) infusion rate: 40 ml/hr channel: a volume to be infused: 200 ml (see event no. 282490). At 11:58 the infusion was stopped due to a proximal air alarm (see event no. 282544), with 94 ml of the programmed 200 ml being infused until this moment in 2 hours 24 minutes, leaving 106 ml pending to be infused. At 12:21 the device was turned off by the user. (See event 282609). Event history analysis, summary and conclusions: the analysis was performed on the last 2 infusions found in the event history, because they are in the time range from 8:30 to 12:30, the time reported by the customer where the event occurred. The infusion started on (B)(6) 2024 at 7:54 delivered 5 ml in 1 hour and 38 minutes. If this infusion had been programmed to deliver 50 ml, like the infusion on (B)(6) at 2:21 p.m., the time would have also been 16 hours 40 minutes. Afterwards, the device was programmed at 9:34 to deliver 200 ml in 5 hours, however, this infusion was stopped at 11:58 due to a proximal air alarm, possibly because the bag was left without contents, because the reservoir was 100ml (this bag and the set used in the event arrived empty with the device to the service center). Of these 200 ml, the device delivered 94 ml in 2 hours and 24 minutes. Between these last two infusions, the device delivered 100 ml (total contents of the bag) in 4 hours 2 minutes. From 7:54 to 11:58. For a duration of 24 hours, the device had to be programmed to deliver 72 ml at a rate of 3 ml/hr. But these values were not found. At 12:21 the device was turned off manually. In the events, no programming with loading doses was found to program morphine drug with values with units of mg, drug concentration, diluent volume and dose in mg/hr. Customer protocol tests start of infusion: date: (B)(6) 2024 time: 11:32 channel: a volume to be infused (vai): 72ml. Infusion rate: 3 ml/hr duration: 24 hours end of infusion: date: (B)(6) 2024 end time: 11:30 total volume infused (vi): 74 ml total infusion time: 23 hours 58 minutes 47 seconds. Conclusion of customer protocol testing the device was programmed in channel a to deliver a volume of 72 ml in 24 hours, at a flow rate of 3 ml/hr, resulting in 74 ml delivered in 23 hours 58 minutes. 72 ml *5% = (+/- 3.6 ml) with a tolerance of +/- 5%, the delivery value was found in the allowed range. The delivery error margin was +2 according to customer experience, the device generated an excess supply. But the customer protocol testing determined that the device worked 24 hours without interruption and the infusion was completed without over-delivery or alterations in values. Delivering what was programming. A keyboard test was performed to verify that it did not auto-program. Each key works correctly, the test passed correctly. It can be concluded that during the customer protocol and product verification tests. The device infused correctly without over-delivery, did not generate technical failures or alarms, or over-programming produced by the keyboard. Probable cause: user error programming. E1 initial reporter facility name: (B)(6).